Event description:
I had an elective procedure that resulted in 30 titanium ligature clips being inserted in my abdomen for a muscle repair - without my knowledge. Within two years I developed autoimmune disease- was so severely fatigued, I was under numerous medical specialists. I was diagnosed with hla b27- an overactive immune system gene and then following that ankylosing spondylitis which when I was getting images done I realized I had metal clips- I had no knowledge up until this point. I was started on serious immune suppression drugs including biologics- multiple different versions as after about 6 months my body would develop antibodies and I would no longer have any effect. After investigating metal hypersensitivity and looking into literature reviews and research articles- I was very concerned that I was having a foreign body reaction to these metal clips. I approached the surgeon who put them in and he was completely dismissive and said it was unheard of. I emailed numerous other surgeons around (B)(6) and two in (B)(6). Eventually a plastic surgeon from (B)(6) responded to me directly. His name is (B)(6). Because I am a registered nurse and have pretty good understanding of the body, when I started putting this all together I was like an investigator trying to give enough evidence. I emailed him with blood tests, rubella antibodies (off the charts), all my crps(c-reactive proteins) from prior to surgery (normal) and after surgery (always high), my kidney function- always normal prior to 2014 and after slightly impaired. My assessments from a medical doctor saying I had chronic fatigue, and all my rheumatology notes saying I kept developing antibodies to my medication- because I was trying to prove that my immune system is very over reactive- and I can not have foreign metals in my body. Some people probably can just fine, but those with a slightly overreactive immune system can't! Off topic but again to prove my immune system is not ok with metals, foreign stuff, vaccines even- I actually developed pulmonary embolisms 10 days after my last covid vaccine something drs tried saying were unrelated but I knew it was! So the surgeon (B)(6) removed my clips and I paid (B)(6) dollars! And then I gave all my information to acc and they reimbursed me because guess what happened? All my inflammation and crp went down! I still have ankylosing spondylitis but the longer the time went on without the clips the better I got! And now I'm off biologics and methotrexate.